Manufacturer narrative:
Other device remains in the patient. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013, with a bifurcated, an infrarenal aortic extension and a suprarenal aortic extension. Upon follow up, computed tomography showed an endoleak at the bifurcated device. Additionally, an arteriogram was done and demonstrated a posterior leak. However, the patient has not been treated for the endoleak, and will be re-lined with bifurcated graft to correct the leak.

Manufacturer narrative:
Based upon the clinical assessment, the reported endoleak could not be confirmed as a type iiib endoleak, but was confirmed as an unknown type endoleak. The clinical review identified the following contributing factors: use of the device with short aortic neck (1.2 cm) related to the instructions for use guidelines; the tortuosity of the left iliac artery(near 90 degrees); and the possibility of a distal lumbar type ii endoleak being present. A manufacturing record review was performed. The lot met all release criteria with no related ncrs. The lot usage history shows that no other units have been involved in a similar complaint. A design or manufacturing root cause for the reported event could not be determined based on the available information, and overall, the investigation is inconclusive. These types of events will continue to be monitored and trended as part of the quality system.